Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/20/2018 additional information additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lgp466 mfg date: 6/10/2017, exp date: 5/31/2022 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Pc-(B)(4). An empty opened folder, a detached needle and a suture were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were not as expected, since the swage area is shorter than the die length this condition causes that the needle was detached of the suture. Per the sample condition the assignable cause of performance pull off suture needle is an incorrect swage.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lgp466, mfg date: unk, exp date: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2018 and suture was used. During the procedure, the needle was detached from the wire when taking out the wire using forceps while closing the surgical wound on the chest. There were no adverse patient consequences reported. No additional information was provided.